Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers and cubies were not detected on the bus. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medcart and smart drawers were not detected by the application. A field service engineer (fse) isolated the main unit from the auxiliary, tower, and smart remote manager, but the issue persisted. The comm sled was replaced, after which all drawers in the main unit were successfully detected. The auxiliary, tower, and smart remote manager were then reconnected sequentially between reboots and tested functionality. The system functioned as intended after the field service engineer repaired the device.